Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: unknown left saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 275cc saline breast implants which the right side spontaneously deflated after implantation. As a result patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the deflation of the right implant was noticed during cosmetic enhancement, and the replacement devices bilaterally were mentor smooth round moderate plus profile. Manufacturer¿s reference number: (B)(4).